Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated with retained strips. Performed visual inspection on reader, and no issues were observed. The reader turned on with strip insertion, and errc-7 message was observed. A control solution testing could not be performed due to error message. Contamination of debris was observed in the strip port. The reader was sent for further investigation. A visual inspection was performed on the returned reader. Examined the pcba (printed circuit board of assembly) of the reader, and contamination of dust in the strip port was observed. Attempted to perform a control solution test, however, the error 7 message was displayed on the reader's screen each time the strip was inserted. Attempted to clean the contamination from the port but the error message was still observed. The strip port was removed from the reader. Placed the reader into test fixture and a wet test was performed on the reader using the fixture strip port with retained strip. All results were satisfactory and in range. No error 7 message was observed. Therefore, the issue is not confirmed to use due to the contamination of dust found in the port. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The strips were not returned. DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release.  DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release.  Retain testing for the precision strips was performed and all units performed within specification. If the strips is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.